Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the iesu to resolve the issue with m-02. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error m-02-3 on startup. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the integrated electrosurgical unit (iesu) unit of the da vinci had and error code which prevented the surgeon from using the monopolar curved scissor (mcs) instrument. The issue was ongoing with iesu, and monopolar energy was not firing due to errors on esu unit. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed the action that was taken to resolve this matter included restarting the integrated electrosurgical unit (erbe). The procedure was completed to its original schedule robotic cholecystectomy. There were no issues occurred towards the patient.